Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the lens below delivered into the eye in what appeared to be normal delivery. Upon delivery the surgeon noticed damage to the optic in the periphery and made a decision to remove the lens. Additional information has been requested but is not available at the time of this report.